Event description:
It was reported a stimloc issue was experienced at the time of implant in the parkinson¿s disease patient. When the operating physician ¿tried to fixate the stimloc to the burr hole, a screw on one of the sides did not turn.¿ the first screw, that had been successfully fixated, was then removed and it was attempted to fixate the screw again, however ¿both sides could not tap their own holes¿ at that time. It was noted ¿the tip of the screw became rounded¿ and ¿could not be rotated properly (self-tap)¿ as a result. It was further noted that after the procedure the tip of the screw ¿felt a bit rounded.¿ screws from a different manufacturer were used in the place of the screws in question in order to continue and complete the procedure. There were ¿no¿ health hazards to the patient from the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Evaluation conclusion no longer applies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the stimloc screws found ¿the threads on the two stimloc screws were damaged, preventing them from being used with the stimloc base. The tip of the screws appeared to be folded over when compared to a known good screw.¿